Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: ((B)(4)) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: ((B)(4)) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: ((B)(4)) the overall 24 month product complaint trend data for the period (B)(6)2020 through (B)(6)2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: ((B)(4)) communication/interviews were performed to obtain all possible information. Device not returned: ((B)(4)) despite request and/ or customer indication that the device would be returned; however, no device was returned.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to (B)(4). The hospital reported that hst iii system (3.8mm) were not accepted because the expiry date is too short (23.10.2021) goods will be taken back and replaced. No patient involvement.